Event description:
During an unrelated hospitalization, an electrocardiogram (ECG) was performed, and the device was no longer pacing the patient. Upon interrogation, the device was found in backup mode (bvvi) due to non-masked interuption (nmi). Technical support was contacted and reviewed the session records and found possible memory corruption and the device was at elective replacement indicator (eri). The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of no pacing output and device in backup mode was confirmed. The device voltage was at below end-of-service level when received. The device output and telemetry communication were not available, consistent with low battery voltage condition. Longevity calculation indicated the device was implanted beyond its projected longevity. The device was cut open and connected to an external power source for further analysis. Electrical and mechanical tests performed indicated normal device functionality. The device was implanted for 16.08 years which exceeds its projected longevity and is consistent with normal battery depletion.